Event description:
The user facility reported that a surflo IV catheter (18 g x 32 mm) that was noted to have "broken" and the distal portion was detached. A series of follow-up communications confirmed the following: the catheter "had been in place for some time" in the arm of a pt near the bend in the elbow; the nurse reportedly removed the bandage at approx. 1:45 am in 2008, and noted the area was wet; upon removal of the catheter it was noted that only 2-3 mm of the catheter remained attached to the hub; after the detached portion of the catheter could not be located at the insertion site. The pt was taken to surgery where it was reportedly found 3-4 inches further up the arm near the bicep; the detached material was successfully removed and the pt's condition is reported to be "ok".

Manufacturer narrative:
Results: based on eval of user facility info; based on reserve sample eval. Conclusions: based on eval of user facility info; based on reserve sample eval. Although requested to be returned for eval, the user facility contact stated the involved sample would be retained by the hospital, which limits the investigation. Follow-up communication confirmed (as stated above) that the catheter had been in use without reported problems for some period of time prior to the attempted removal. Retention samples from both lots (kk0426, kf1526) reportedly in the hospital inventory were examined and tested. All samples were confirmed to be properly assembled and to meet the appropriate performance specifications. A review of the complaint files confirmed that these lots have not been reported previously and there were no indications of any production related problems in the device history records. The reported appearance with 2-3 mm of the catheter remaining attached to the hub is consistent with damage and severing of the catheter tubing due to contact with a sharp object (such as scissors) during the removal process. Although the cause of the reported event cannot be definitively determined, there is no indication that the reported event was related to a device defect or malfunction. The fact that the catheter had been used for some period of time without any reported difficulty minimizes the potential that the incident was related to a pre-existing device defect. The manufacturer is continuing to communicate with the user facility in an attempt to obtain the involved sample or at least pictures for eval. A follow-up report will be submitted with any new significant info related to this event. All available info has been placed on file in qa for appropriate tracking, trending, and follow-up.